Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide device issues referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a right common femoral vein was attempted with a total of five proglide devices using the pre-close technique via a 7f sheath prior to a electrophysiology (ep) interventional procedure. Reportedly, there was no suture present when then needle plunger was removed after deployment of the first proglide device. The sutures of a second proglide device were pre-placed successfully. An attempt was made with a third proglide device; however, the sutures came out with the proglide device upon removal. The same thing occurred with a fourth proglide that was attempted, the sutures came out with the device. The sutures of another proglide were successfully pre-placed. The sheath was upsized to a 16f and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures from the second and fifth proglide devices in which the sutures had been successfully pre-placed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.